Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was received in which it was stated that the reason for revision was fluid loss; however, the location of the leak was unknown.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided. Additional information was received in which it was stated that the reason for revision was fluid loss; however, the location of the leak was unknown.